Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 400 mg/dl with ketones of 3.3 while wearing the pod between 25 and 36 hours on the abdomen. Symptoms reported include vertigo, fatigue, nausea and vomiting. At the hospital, the pod was removed by the medical team, and 8 units of insulin was administered via intravenous. The patient was kept under surveillance and a new pod was successfully activated. The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.